Event description:
It was reported that the patient presented for a procedure. During the threshold test, the low-voltage lead exhibited failure to capture. The lead was not used. The patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received.